Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The customer provided the following data (customer provided critical cutoff 0.31 ng/ml): on (B)(6) 2017: (B)(6): initial result 5.58 ng/ml, retest result 4.2 ng/ml. The patient specimen was tested using another method and a result of 1.2 ng/ml was generated. The patient was admitted to the hospital and a new specimen was drawn and tested generating a result of 0.05 ng/ml. It was documented that the EKG result was abnormal. There has been no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed using lot 64670un16 and met acceptance criteria. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 64670un16, was not identified.